Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the optic fiber to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to pair the table and the endoscope was not functioning. The technical service engineer (tse) reviewed the system logs and found that the patient side cart (psc) was not connected. The tse advised checking the blue fiber cable connection between the psc and the vision side cart (vsc). The customer confirmed the cable was plugged in but noted no leds were lit on the port. The tse instructed the customer to reseat the cable, but the issue persisted. The customer tried using another blue fiber cable from a different system, but the led still did not turn blue. The customer also attempted to connect the cable to a different port, but the problem remained unresolved. Consequently, the customer decided to convert to a laparoscopic approach and requested the system to be examined. The procedure was converted to laparoscopic with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of damaged blue fiber cable is attributed to damage during use.